Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was stable.